Manufacturer narrative:
No product was returned; visual and dimensional evaluations could not be performed. Review of the device history record and receiving inspection reports identified one non conforming. It is not believed that the issue contributed to this event. The device has been in the field for over 3 years and has been used an unknown amount of times this device is used for treatment. As the event is related to an instrument, implant compatibility is not applicable. Medical records were not provided. This device was manufactured prior to a design change that was initiated due to higher than expected rates of fracture in the field. Therefore, it is believed that the root cause is tied to a previously addressed design issue. A redesign of the product was initiated on a rolling basis on december 11, 2014 in order to reduce the frequency of device fracture near the central post. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that during a left total knee arthroplasty the poly trial fractured when the surgeon was removing it from the joint space.